Event description:
The olympus repair center received an olympus asset, rigid inner sheath, for repair. There was no defect or malfunction associated with the device. However, upon inspection, the insulation beak at the distal end of the sheath was found broken off. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
The repair inspection of the olympus asset identified the insulation beak at the distal end of the sheath was found broken off. It is unknown if a patient was involved as olympus received no information with the asset device. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.